Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error. Customer's blood glucose was 110 mg/dl. When advised about insulin pump replacement, customer stated that he would be on a place when the next shipment would arrive. Customer on a rush and declined to troubleshoot. Customer will report back. No further information provided.